Event description:
It was reported that during a procedure in the left popliteal artery, after use of a non-abbott atherectomy device, extravasation was seen. Balloon tamponade was performed but mild extravasation continued followed by additional balloon tamponade. Contrast injection revealed no evidence of active extravasation. Images demonstrated a small arterial venous (av) fistula to the left popliteal vein; therefore, a 5 x 16 graftmaster stent graft was deployed. Following successful deployment of the stent, followup contrast injection demonstrated some residual filling of the av fistula. A second graftmaster 4.5 x 16 stent graft was deployed overlapping the first stent graft. Following deployment of the second stent graft, follow up contrast injection demonstrated significant slowing of the av fistula; however, there was some residual filling of the av fistula through what appeared to be an endoleak around the distal aspect of the distal stent graft. The guide wire was removed and the sheath was left in place. The patient was transferred to the ICU for close observation. The leaking spontaneously sealed without additional intervention, the sheath was pulled, and the patient was discharged the following day. The patient was reported as doing fine. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: amplatz; glidewire; spider. Guide cath: trailblazer. Sheath: 5 fr, 7 fr. The first graftmaster is being filed under a separate medwatch MFR number. Failure to seal (the reported leak) may be attributed to several factors including, but not limited to, stent graft foil damage, patient anatomical morphology, product size selection, deployment technique (non-central positioning of stent graft over leak or inadequate overlapping), interference from previously deployed devices, or growth of fistula during deployment. During manufacturing, all stent delivery systems are leak-tested and visually inspected for foil damage and proper placement. The stent remains in the anatomy and the product was not returned, which may have aided in the investigation. In this case, it is possible that the stent was not positioned correctly in the anatomy to properly seal the fistula. However, as this could not be confirmed, a conclusive cause for the reported failure to seal the leak could not be determined. Due to the inherently serious and emergent use of the graftmaster device, the leak itself and/or the failure to treat the leak may have possibly resulted in cascade of patient effects such as hemorrhages and additional treatments; however, their relationship to the device, if any, could not be determined. It was reported the graftmaster was used in the left popliteal artery to treat a fistula. It should be noted the graftmaster instructions for use states: the jostent graftmaster is a balloon-expandable pre-mounted coronary stent graft for intraluminal chronic placement in coronary arteries or aorto-coronary bypass grafts for the treatment of acute coronary artery perforations. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there has been no other incidents reported for this lot. Although a conclusive cause could not be determined for the reported failure to seal and the reported patient effects, there does not appear to be any indication of a product quality deficiency.